Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the accuracy was off by a little over 2mm anterior to posterior. The physician tried the suction device (catalog / lot number unknown) and navigated shaver blade (catalog / lot number unknown) and they both had problem. It was reported that the physician ¿was okay to continue.¿ the trudi software version was version 2.3.2.3. There was no report of any negative patient impact. On 20-jun-2024, additional information was received. Per the information, the end user confirmed accuracy using the registration probe after the registration process was completed. The end user confirmed accuracy using known landmarks in endoscopic visualization inside the nasal cavity. The information indicated that inaccuracy was determined via landmarks and checking fiduciary points. Inaccuracy was first noticed posteriorly. The accuracy was validated suing both the registration probe and through instrumentation. Computed tomography (CT) was used as the primary image. All available field of views were used. There were no noticeable defects to the CT scanned image. The physician performed the registration process; the physician had performed many registrations and have had many issues. The information indicated that accuracy was confirmed on fiduciary points and endoscopic landmarks in the nasopharynx. The serial number of the trudi system is (B)(6). There was no potential for metal interference. The registration process was not restarted / redone after the initial findings. The issue was not resolved; the procedure was continued with accuracy being off. Case log files are not available. The accuracy issue is not isolated to one patient ¿ there have been many issues. The patient tracker did not move. The patient tracker cable was not under tension in relation to this event. There was no ferromagnetic material placed within the trudi zone. The emitter pad did not move and the patient did not move. No other device shaft was in the proximity to the transmitter of the emitter pad. Related to the shaver blade, the catalog / product code and lot number are not available. The serial number marked on the trudi connector (usb) is not available. When the accuracy issue was observed, the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor for this device. The device was plugged in after registration. The white dongle was used. Case log files are not available. Based on the additional information received on 20-jun-2024, the issues reported have been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿